Manufacturer narrative:
Evaluation summary: the investigation is completed. No material was returned for evaluation. The system history showed that the laser was verified successfully prior and after the date of treatment. The log file review showed no abnormalities that could have contributed to the reported event. The suspect treatment was completed to 100 % without interruption and all laser system functions were within specifications. A service visit was performed but the company representative found nothing which could cause the reported issue. The system history review showed that the laser was successfully verified prior and after the date of treatment. The refractive change given in the provided maps of orbscan did not correspond to the aimed ablation and achieved correction for os, but was lower. The astigmatism at the corneal level appeared to be of irregular nature for os and unveiled a so called double ablation. Most likely the hinge of the flap was exposed to the ablation (decentered or small flap) and not protected. The line shaped appearance of the anterior float for os might be an indication for the phenomenon described and linked to the hinge of the flap. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. A potential contributing factor is the hinge of the flap likely exposed to ablation due to user handling issue. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported a hypercorrection post corneal ablation. The patient did not require hospitalization or surgical intervention. Additional information was requested and received. Additional information provided states the patient had possible subclinical keratoconus. There are two related reports for this patient. This report addresses the patient's left eye.